Event description:
It was reported through clinic notes that the patient felt her vns was vibrating and so she was referred for explant/replacement. The patient's device had previously been disabled several years prior for an unrelated issue. The generator was unable to be interrogated. The manufacturer's battery life calculation indicated that the generator's battery was likely completed depleted. Therefore, it is not expected that the generator was provided no known surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
The patient's generator was replaced due to battery depletion. When the company representative followed-up on the cause of the patient's device vibrating, the physician wasn't clear but indicated that the battery pocket was in her armpit so that might have been what she was referring to. The battery pocket was moved to the chest during the replacement surgery. It was noted that the patient's surgery was for both patient comfort and to preclude a serious injury; to change where the generator was previously placed in an uncomfortable location to preclude serious injuries from her seizures. The explanted device was discarded. No further relevant information has been received to date.